Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Analysis it is possible the device suffered a malposition; (suture in subcutaneous tissue) however, this cannot be confirmed. The cuff and needles are connected, and the missing piece of suture contains the knot. A malposition can be reported as a cuff miss (suture retrieval issue). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. ¿the additional device referenced in b5 is filed under a separate medwatch report number.¿

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14fr and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.